Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and blood loss anaemia ('bleeding: anemia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain :abdominal"), back pain ("pain :back"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("bleeding: metrorrhagia (bleeding between periods)"), blood loss anaemia (seriousness criterion medically significant), migraine ("migraine"), headache ("headaches"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, blood loss anaemia, migraine, headache, gastrointestinal disorder, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood loss anaemia, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2010. She had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿pain: dysmenorrhea (cramping), pelvic/ abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, fatigue, migraine, headaches gi (gastrointestinal) conditions, weight gain, hair loss¿. Reporter, demographics, lab data, essure indication (amended, essure insertion date (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 857592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, anxiety, gravida ii and parity 2. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain :back"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"), metrorrhagia ("bleeding: metrorrhagia (bleeding between periods)"), blood loss anaemia ("bleeding: anemia"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and complication of device removal ("cystotomy repair when defective essure device was removed"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, headache, weight increased, alopecia, fatigue and vaginal hemorrhage had resolved and the abdominal pain, metrorrhagia, blood loss anaemia, migraine, gastrointestinal disorder and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood loss anaemia, complication of device removal, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2010. She had received treatment for all the aforementioned events. Left side-2, right side -3 trailing coils. Patient underwent exploratory laparotomy, incidental cystotomy repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: occlusion of the fallopian tube with essure coils. Lot number: 857592. Manufacturing date: 2011-05. Expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, anxiety, gravida ii and parity 2. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain :back"), migraine ("migraine") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal"), metrorrhagia ("bleeding: metrorrhagia (bleeding between periods)"), blood loss anaemia ("bleeding: anemia"), gastrointestinal disorder ("gi (gastrointestinal) conditions") and complication of device removal ("cystotomy repair when defective essure device was removed"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, headache, weight increased, alopecia, fatigue and vaginal haemorrhage had resolved and the abdominal pain, metrorrhagia, blood loss anaemia, migraine and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, blood loss anaemia, complication of device removal, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2010. She had received treatment for all the aforementioned events. Left side-2, right side -3 trailing coils patient underwent exploratory laparotomy, incidental cystotomy repair. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: occlusion of the fallopian tube with essure coils. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : event "abnormal bleeding (vaginal)", lot number, reporter, medical history,lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.